Event description:
It was reported that externalized conductors were observed via fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 11.7cm to 14.7cm from the distal tip. Another internal insulation abrasion as found at 17.3cm to 19.5cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.